Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was not switching on. The customer reported there was no patient involvement.

Manufacturer narrative:
Institution name/address corrected.

Manufacturer narrative:
Correction.